Event description:
Knee effusion [effusion (r) knee]. Case narrative: based upon additional information received on 05-nov-2019, this case initially assessed as non serious was upgraded to serious as seriousness criterion of required intervention was added for event of knee effusion. Additionally, the suspect product was updated from synvisc to synvisc one. This case was cross referenced to case (B)(4) (multiple devices, left knee). Initial information received on 01-apr-2019 from france regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) years old male patient (172 cm and (B)(6) kgs) who experienced knee effusion (latency: 29 days), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included bilateral degenerative arthrosis/cartilage disorder state iii/IV. The past medical treatments included nsais, corticoids and visco-supplementation treatment with hyaluronic acid (arthrum) from 2013 to 2018. The patient had no alcohol and tobacco consumption. The past vaccination(s) and family history were not provided. On (B)(6) 2018, patient received intra-articular viscosupplementation injection of hylan g-f 20 and sodium hyaluronate at dosage 6ml, frequency once, via intra-articular route in right knee (batch: unknown) (information for batch number was requested) for gonarthrosis with green needle. The injection was administered by anterior approach and no physical activity was undertaken after the injection. On (B)(6) 2018, the patient experienced knee effusion (latency: 29 days) (severity: moderate), leading to puncture of 80cc for right knee, the same day. The patient also received betamethasone dipropionate, betamethasone sodium phosphate (diprostene) injection as a corrective treatment for the knee effusion. This event was assessed as serious and was leading to intervention. On (B)(6) 2018, puncture of 15 cc for right knee was performed and an inflammatory aspect was observed. The physician assessed the causal role with hylan g-f 20 and sodium hyaluronate as probable. On an unknown date in (B)(6) 2018, two to three weeks later, the patient recovered from knee effusion. Action taken: not applicable. Corrective treatment: puncture and betamethasone dipropionate, betamethasone sodium phosphate (diprostene). Outcome: recovered/resolved. A product technical complaint (ptc) was initiated on 25-apr-2019 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date: 06-nov-2019. Reporter causality: probable. Additional information was received on 25-apr-2019 from other healthcare professional. Global ptc number and ptc results were added. Text amended accordingly. Additional information received on 05-nov-2019 from physician. Case upgraded to serious. Patients weight and height added. Suspect product updated to synvisc one with details. Event details with corrective treatment were added for event of knee effusion. Clinical course updated. Text amended accordingly. Additional information received on 06-nov-2019 from other healthcare professional. Investigation summary received and ptc results were updated. Text amended accordingly.